Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the tip of the instrument fractured during surgery. It was reported there was no surgical delay or injury to the patient. Additional details were requested but not yet provided.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
(In addition to what was already reported): additional information was provided with the product return. The surgeon was trying to extract/ elevate tooth number twenty. The elevator was placed in between the tooth being extracted and the tooth next to it. The surgeon turned the elevator clockwise during use. The tip fractured while in the patient's mouth and was able to be removed. The procedure was completed using a back-up instrument.

Manufacturer narrative:
The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument and tape residue remained on the instrument; no discoloration was observed. The IFU for this product states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ the non-conformance database was reviewed and there was no non-conformance identified for this device. There are no indications of manufacturing defects. The most likely cause of the fracture was excessive force by the user.